Manufacturer narrative:
This lot was manufactured march 11, 2017 - march 13, 2017. Two devices were returned and evaluated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed and noted white crystallized drug blocking the fluid path in the glass capillary at the distal end of the luer. Since the cause of the problem was due to crystallized drug, the devices were determined to be conforming product. The remaining three devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that five (5) large volume infusors had a no flow issue after filled with drug solution. There was no patient involvement. No additional information is available.